Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a sphincterotomy performed on (B)(6) 2009. According to the complainant, the physician pushed the jagtome through the endoscope in front of the papilla without rotating the handle. He moved the guidewire about 2 cm into the bile duct and placed the device. The nurse pulled the cutting wire a little bit, and the physician turned on the electrosurgical generator immediately after the wire tore. The physician removed the jagtome including the wire, carefully through the endoscope. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.